Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Event description:
New information received: an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were recommended. Physician's office was unable to contact the patient to make the recommended programming changes. No further information available.